Manufacturer narrative:
Correction: d4 (primary UDI number). Investigation ¿ evaluation: as reported, on (B)(6) 2025, a patient had a large kidney stone removed and a 'universa firm ureteral stent set' placed in the left ureter. During planned self-removal of the stent on (B)(6) 2025, the patient pulled the tether and the tether detached, leaving the stent retained intact inside the ureter. On (B)(6) 2025, the patient underwent a CT scan which showed the stent still in place; the CT scan also showed new stones. The patient was then scheduled for surgical removal of the stent on (B)(6) 2025; however, the procedure was cancelled due to personal discrepancy in anesthesia plans between the patient and the hospital. The patient was then rescheduled with a tentative removal date of (B)(6) 2025. The patient reported experiencing pain and required an additional surgical procedure. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: intended use: - 'universa firm stents are not intended to remain indwelling more than twelve months.' Precautions: - 'do not force components during removal or replacement.' - 'individual variations of interaction between stents and the urinary system are unpredictable.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information received: b5. D6b - explant date. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 26jan2026: the patient stated the defective stent was removed on (B)(6) 2025.

Event description:
As reported, on (B)(6) 2025, a patient had a large kidney stone removed and a 'universa firm ureteral stent set' placed in the left ureter. During planned self-removal of the stent on (B)(6) 2025, the patient pulled the tether and the tether detached, leaving the stent retained intact inside the ureter. On (B)(6) 2025, the patient underwent a CT scan which showed the stent still in place; the CT scan also showed new stones. The patient was then scheduled for surgical removal of the stent on (B)(6) 2025; however, the procedure was cancelled due to personal discrepancy in anesthesia plans between the patient and the hospital. The patient was then rescheduled with a tentative removal date of (B)(6) 2025. The patient also indicated experiencing discomfort.

Manufacturer narrative:
D6b: explant date = (B)(6) 2025 (expected) h3: device evaluated by mfg = not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.